Event description:
It was reported that the customer was hospitalized due to pneumonia, cancer and high bg's. Troubleshooting conducted during the phone call indicated the pump was operating properly. Customer instructed on how to insert the infusion set properly and advised to change set.